Event description:
Boston scientific received information that within a six month time frame the estimated longevity decreased from four years remaining to 11 months remaining. There was concern over early depletion, thus data from the remote home monitoring system was reviewed by a boston scientific engineer. The analysis found that this device was demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Device replacement was recommended. A device replacement procedure was scheduled. No adverse patient effects were reported. At this time, the device remains implanted and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Additional information was received that the device was explanted for premature battery depletion and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.